Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that the pump was emitting frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a review of the pump¿s history showed multiple occlusion alarms with high force on the dates of (B)(6) 2013. The pump was able to rewind, load, and prime successfully. The pump was exercised for 24 hours on 1 unit per hour basal rate with no occlusions. The force sensor was found to be out of calibration. The pump cover was opened and the force sensor resistance was found to be in calibration. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.